Event description:
It was reported that the patient was in withdrawal. The first time happened in (B)(6) and the patient had chills, sweats, diarrhea, and felt like her muscles needed to be stretched. The health care provider (hcp) office ordered tests and had a needle placed into the port and then had a nuclear medicine test. The patient was told by the hcp that everything looked fine with the pump; however, a technician told the patient that something was wrong. The tests were performed at the end of november/ december timeframe. The last refill was on 2014 (B)(6) and the last exam was on 2014 (B)(6). At the end of (B)(6), the patient didn¿t think her pump was working well and she was told she might have a virus or the flu and was directed to the emergency room (ER). The patient was tested for the flu and the ER doctor was told the pump was fine so they treated the patient with tamiflu even though they hadn¿t received test re sults. On 2015 (B)(6), the patient experienced spasticity, diarrhea, and problems with sleeping so she her primary care physician and was redirected to a hospital. On the night prior to the report, they did blood work and test for flu and the patient was told everything was negative including the previous flu test. The patient did have a computed tomography (CT) scan and was told that there was a bit of inflammation of the gall bladder. The patient received saline and 3mg of intravenous (IV) morphine and the chills went away. An hcp at the hospital reported possible opiate withdrawal and gave the patient a prescription of percocet. It was also noted that the patient hadn¿t been able to sleep for 24 hours and more. It was noted that at some point the patient did smoke some weed to help with the pain and it helped. The pump was infusing bupivacaine and morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).